Event description:
The customer returned the autoclavable camera head to the service center for evaluation related to separate issue. During testing, the service technician identified the device had no image and water ingress. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the no image and water ingress issue occurred due to a component failure due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.